Event description:
The pt underwent bilateral temporomandibular joint arthroplasty on 5/14/86 with the placement of 9 mm preformed glenoid fossa implants. After a stormy course of 1 1/2 yrs these implants were removed 2/16/88 and dermal grafts placed. She continued to do poorly and on 5/18/89, bilateral costochondral rib grafts were placed. There was residual foreign body granuloma at the surgery site 1989.